Manufacturer narrative:
Additional information provided from the field indicated that no surgical intervention will be performed at this time and the pacemaker remains implanted and in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker could not be interrogated and was believed to have depleted earlier than expected due to high right ventricular thresholds. A revision procedure has been planned but for now no intervention has been performed and the pacemaker remains implanted and in service. No adverse patient effects were reported.